Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the paramedics came to her house the night before due to being off the insulin pump and she ran low blood glucose. The caller stated that she over corrected her high blood glucose of 300mg/dl. The customer treated with a manual injection and a peanut butter sandwich. Assisted the customer with programming the insulin pump. No further information was provided.